Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's permanent implant procedure, the patient experienced a cerebrospinal fluid leak which resulted in a headache. The patient was hospitalized for 5 days and positioned on his back until the leak healed on its own. The headache has resolved. No surgical intervention was required.